Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed approximately 9 years later. The ra and rv leads were surgically abandoned and replaced with another manufacturer's leads. No additional adverse patient effects were reported.